Event description:
Problem with pacer. Pre-op diagnosis, pacemaker lead fracture. Co service tech states pts "usually need to be replaced after 5 years." Co advises "no heavy lifting/activity." Pt states she "was shoveling snow and felt problem within a few days."